Event description:
The customer reported that the housing on their pump in style transformer was cracked and falling apart exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that the housing of the transformer had fallen apart in their hands exposing the underlying electronics. The customer also stated that the product has been shipped back, however, as of the date of this report the product has not been received. Should the original product be received and evaluated, resulting in new, changed or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.